Event description:
New information noted that loss of capture was noted and the physician was unable to reposition the lead after it had dislodged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-operative check on (B)(6) 2019, lead dislodgment was discovered on the left ventricular lead. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.